Event description:
N/a.

Manufacturer narrative:
Updated fields: h6 (type of investigation, investigation findings, investigation conclusions). Corrected fields: e1: event site name. Due to character limitation in e1 for event site name, the full event site name is (B)(6). The reported iab lot#: 3000402929 but returned iab lot#: 3000397978 and the returned iab was evaluated. The iab was returned cut in two parts with the membrane completely unfolded and blood on the interior and exterior of the catheter. The extender tubing was also returned. A kink was observed on the catheter tubing and inner lumen near 0.3cm from y-fitting. A visual examination of the product detected the inner lumen within the membrane was completely separated within a kink approximately 26.4cm from iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no other leaks were detected. The evaluation determined an inner lumen break within a kink causing the reported problem. It is difficult to determine when or how this occurred. The insertion was reported to be axillary, which is not the method described in the device instructions for use. This may have contributed to the iab failure. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformance's were found that are considered to be related to the event. Complaint record ID#: (B)(4).

Manufacturer narrative:
Occupation: rn, mba, bsn nurse manager. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during therapy, an intra-aortic balloon (iab) leak occurred and blood was seen. The insertion was reported to be axillary, which is not the method described in the device instructions for use. It was noted that the iab had been inserted since (B)(6) 2024. There was no patient harm or adverse event reported.